Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the inspection of the returned device data. The device data have been inspected. During the inspection, the battery status eri could be confirmed. The battery voltage of the device, however, does not correspond to the eri status. During further investigations an inconsistency of battery voltage and current consumption was noted, leading automatically to the battery status eri and thus to the clinical observation. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Ous MDR - it was reported that approx. 54 months after the implantation battery depletion message was received via homemonitoring but during device interrogation the status could not be confirmed. The ICD was explanted and replaced. An event date was not reported.